Manufacturer narrative:
Implant date is estimated to have occurred in 2022.

Event description:
During remote follow-up, incorrect measurement was observed on the device. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and experienced no adverse consequences.